Manufacturer narrative:
The fire marshal¿s report stated that ¿there have been no allegations that the invacare concentrator was implicated in the fire.¿ the fire marshal¿s report concluded the fire was accidental and started due to smoking and/or open flame near an oxygen supply coming from the concentrator through plastic tubing and cannula that the female victim was either wearing or had placed very close by. The open flame of a lighter lighting a cigarette would be a sufficient heat source to ignite the concentrated amount of oxygen being expelled through the cannula. The plastic tubing then burned and melted away the plastic tubing, the metal tubing connection was sufficient to hold the fire and continue to flow the concentrated oxygen, to allow enough time to ignite the ¿tall plastic trashcan¿ and contents. The fire then spread up and out from the center of the room creating the ¿top-down¿ patterns that were identified. The owner manual (part no. 1118353 pg. 5) states: ¿for safety concerns, it is necessary that all sources of ignition be kept away from the product and preferably out of the room in which it is being used. No smoking signs should be prominently displayed.¿ should additional information become available, a supplemental record will be filed.

Event description:
Invacare received a letter describing a house fire where two people perished and an invacare oxygen concentrator was reportedly in the home.